Manufacturer narrative:
Loose power prong on power cord.

Event description:
It was reported by service report that there was intermittent power to the bed. No pt involvement or adverse consequences are reported.